Manufacturer narrative:
Our field service technician was allowed to evaluate the subject instrument. He confirmed that a portion of the beak was broken off and found a marking of "ims r-11r" on the shaft, repaired by (B)(4). The breakage was most likely due to excessive mechanical force.

Event description:
Allegedly, during a turbt procedure, a piece of the ceramic beak broke off into the patient's bladder. Surgeon retrieved the broken piece; no harm to the patient. Patient discharged on (B)(6) 2018.